Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy when clipping the cystic duct, both devices completed the first two a pplications and misfired on the third application. It was noted that the clips were not able to load properly into the jaws and the surgeon was able to squeeze the handle when the issue occurred. A third clip applier was used to complete the case. There was no patient injury.